Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The initial reporter also notified the FDA on 27 august, 2019. Medwatch report # mw5088985. Device manufacture date: unknown investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
Material no: 305106, batch no: unknown. It was reported that the bd precisionglide¿ needle there was a broken needle. The following information was provided by the initial reporter: "pt called spontaneously to report that one needle was broken. No report of any adverse event or missed dose. Pt will be sent new supply. No other info known. Indication - systemic involvement of connective tissue. Reported to (B)(6) by pt/caregiver."